Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and forwarded to the supplier for investigation. The evaluation results are summarized as follows: visual inspection revealed the device has not been returned in its original packaging. The active tip looks in a used condition with evidence of procedural debris around the active tip. There is no evidence of a blockage at the suction port of the active tip. There are no obvious visual issues noted. The complaint reported that the device had "suction issues". During investigation the device achieved a flow rate of 192ml/min against a specification of >150ml/min. This result is considered a pass; however, this does not match the original complaint. The device was then attached to a vapr vue generator and activated at maximum power cp380 to see if any activation issues were visible. The device appeared to activate correctly and so suction was attached at 700mmhg at this point and it was noted that the flow rate had dropped off to almost zero. A flow rate test confirmed a value of 10ml/min. This change in state of the suction path then compares with the original customer complaint. Therefore, the reported failure can be confirmed. It is likely that procedural debris is held within the suction path and caused the original customer complaint. This debris was able to move and allow the initial suction flow test to pass, however activation then caused the debris to move into a position that then matches the original complaint. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. DHR review: part number: 228147. Supplier lot number: u1502187. Release to warehouse date: 3/18/2015. Manufacturing date: 3/18/2015. Expiration date: 1/31/2018. Supplier: (B)(4). Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
It was reported that the suction on the customers vapr cool pulse 90 electrode with hand controls would not work during a rotator cuff procedure the suction wasn't working for 10 seconds. They flushed the device with saline and the suction still did not work. There was no sparking/arcing reported and the device was activated in the patient. There were no patient consequences or delays. The case was completed with another like device.